Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n159532007, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was further reported that the pump had been refilled in ¿early (B)(6)¿. The reporter noted there was no problem, that the patient was aware they needed to see their hcp, and that the patient "is not in any danger".

Event description:
A healthcare provider reported the patient missed their refill appointment. The patient had been without drug for thirty-six hours. The patient was going through withdrawals. They had nausea, vomiting, chills, ¿heebiejeebies¿, and an increase in blood pressure. The pump was refilled on the day of the report. It was completely empty. The hcp tried to access the catheter access port but could not aspirate any drug. They were unsure why they would not aspirate, but they did not suspect a catheter issue. It was discussed that even though the pump reservoir was empty, the catheter and pump tubing were still full of drug so the act of refilling the pump would then resume therapy. The caller was considering dropping the dose by 25% because the patient was without therapy for 36 hours. It was noted that the low and empty reservoir alarms both occurred. The medications infused were fentanyl, clonidine, and dilaudid. A representative later reported that an alarm was not heard, but it was confirmed by telemetry. Telemetry confirmed an alarm due to an empty reservoir was occurring. On (B)(6) 2013, the patient had withdrawal and came to the clinic on the day of the report. The pump showed the empty reservoir occurred on (B)(6) 2013. The dose was reduced by 25%.